Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. The dose of the dilaudid was reported to be ¿15 or 17¿ on (B)(6) 2017 and then was later reported on 2017-feb-14 that the dilaudid was ¿double concentrated and maybe 12¿ and unknown if that was the dose or concentration. It was reported on (B)(6) 2017 that the patient¿s managing healthcare professional (hcp) changed insurance and that the patient was trying to transfer to another hcp. It was noted that the patient¿s pump was due to run out and that the personal therapy manager said (B)(6) 2017. The patient was given fentanyl patches and wanted to know when to put them on. It was inquired how long the pump would ¿go¿ after the alarm as the patient was trying to know when to apply the patches. It was also inquired what would happen to the pump when it ran out and ask about the pump pumping air into the patient when empty. It was reviewed that there was potential for damage to occur when the pump is empty. It was stated that the patient might have the pump removed as it was ¿not doing anything beneficial¿ and that the patient was ¿still bent over hunching¿ starting six months ago from (B)(6) 2017. On 2017-feb-14, additional information was received from a consumer. Information was requested regarding recalls for the patient¿s pump going dry. It was reported that the patient¿s pump was currently dry and that she was wearing fentanyl patches. It was indicated that the pump was dry because the patient¿s insurance changed and the hcp would not fill her pump (note this is conflicting with the previous report that it was the hcp¿s insurance that changed). It was noted that the patient was supposed to have the pump filled on (B)(6) 2017. Symptoms of not being able to walk straight and leg swelling were reported. It was unknown if this was a sudden or gradual change in therapy/symptoms. It was stated that patient had not been able to walk straight starting about eight to nine months ago from 2017-feb-14 and that the leg swelling started in 2016, date unknown. No out of box failure or a medical/therapy problem associated with small parts was reported. It was noted that the patient had swelling of the legs and was told it was edema and that when the pump went dry the swelling of the legs went away. It was reported that the patient was not able to find an hcp who would take her insurance and who would take her because the pump was dry. It was also reported that the patient was diagnosed with hodgkin¿s lymphoma six years ago from 2017-feb-14 which was stated to be prior to the device implant.